Event description:
The customer contact reported that during preventive maintenance testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, two records of s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. Visual inspection also revealed the fan motor was not turning properly. A probable cause of the customer complaint is a broken fan assembly. This report represents all info known by the reporter upon query by hospira personnel.